Manufacturer narrative:
Co rep evaluated the unit and duplicated the problem. Corrections included replacement of the system's antenna. Unit was safety tested to factory's specifications.

Event description:
Customer reported an issue with the panorama central station, which may have affected telemetry monitoring. No pt injury was reported.